Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The physician reported helix issues and the lead had impedance measurements of 3,000 ohms. The helix would not retract when trying to remove the lead so it was abandoned. No adverse patient effects were reported.